Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving add gel messages and one of the cables on his electrode belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages, damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) and rear therapy electrode was pulled from the strain relief, which caused the reported add gel messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damage cable. The patient received a replacement electrode belt.